Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a faradrive steerable sheath was selected for use. Immediately after transseptal puncture, a pericardial effusion was noted. The sheath was removed and no ablation was performed. The pericardial effusion (pe) was taken care by intervention team. The patient was admitted to the hospital and expected to fully recover. The tsp device was non-boston scientific. There was no difficulty noted with tsp workflow. No surgical interventions.